Event description:
Health professional reported left side "thickened capsule, partial implant shell dissolution , silicone gel leakage into capsule." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, yellow particles, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with striated edge on anterior side assessed as surgical damage and partial delamination of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "thickened capsule, partial implant shell dissolution, silicone gel leakage into capsule." Device has been explanted.